Event description:
It was reported that the patient presented for follow-up in clinic. Upon device interrogation, it was noted that the left ventricular (lv) lead exhibited inappropriate capture. Chest x-ray was performed and confirmed lv lead dislodgement. The lv lead was capped and replaced on (B)(6) 2024. There were no patient consequences.